Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving no delivery alarms on the insulin pump. The customer's blood glucose was 275 mg/dl. The customer stated the cannula on the infusion set was not bent. The customer did not wish to run a 5 unit fixed prime to determine if the cannula and site connection may be occluded. The customer was advised to change the entire infusion set. The customer still received a no delivery alarm. Nothing further was reported.